Manufacturer narrative:
Product lost in post whilst in transit to the supplier for further investigation, so no investigation can occur.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a two pairs of palodent plus forceps broke at the tip; no injury resulted.